Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the radial artery. The 99% stenosed de novo lesion was located in the left anterior descending (lad) which was mildly calcified and moderately tortuous. The physician advanced the 3.0 x 12mm quantum maverick monorail balloon catheter to the lesion and inflated to balloon to 20atms for approximately 10 seconds and the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
The quantum maverick balloon catheter was received and when positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon near the distal edge of the distal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the radial artery. The 99% stenosed de novo lesion was located in the left anterior descending (lad) which was mildly calcified and moderately tortuous. The physician advanced the 3.0 x 12mm quantum maverick monorail balloon catheter to the lesion and inflated to balloon to 20atms for approximately 10 seconds and the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No complications were reported and the patient's status is good.